Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 47 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's blood glucose (bg) level lowered to 47 mg/dl. Customer required assistance from school nurse to treat bg level via consumption of glucose tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.